Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of three unspecified bard/davol ventralex hernia patch and ventrio st patch on (B)(6) 2017 and ventralex st patch on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch and ventrio st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2017 ¿ patient was diagnosed with incarcerated incisional hernia (x2) and pain thereby underwent open repair with implant of ventrio st mesh (device 1) and ventralex mesh (device 2). Per operative notes, ¿an incarcerated hernia at previous subxiphoid, a small upper abdominal midline hernia was noted. The sac was reduced and ventrio st mesh (device 1) was placed over the defect and secured into place using sutures. The fascia was closed and secured with sutures. An another reducible incisional hernia around umbilicus was noted. The hernia sac was circumferentially freed and fascial edges were closed, defect was closed and ventralex mesh (device 2) was placed over the surrounding fascia and fascia was closed and secured using sutures.(B)(6) 2019 ¿ patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with removal of prior mesh (device 2) and implant of ventralex st mesh (device 3). Per operative notes, ¿a small upper supraumbilical hernia from prior repair was noted. The hernia sac was excised and previous mesh (device 2) was removed. Omentum adhered to mesh (device 2) was reduced and a small hernia palpable near the umbilicus was reduced and ventralex st mesh (device 3) was placed in the defect and secured with sutures in circumferential fashion. The fascial umbilicus was closed and secured and reapproximated with sutures. The prior superior epigastric hernia was palpated intraabdominally and defect was not identified and left in situ.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of three unspecified bard/davol ventralex hernia patch and ventrio st patch on (B)(6) 2017 and ventralex st patch on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch and ventrio st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Device not returned.